Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leak was observed outside the dialyzer. There was patient involvement reported however no adverse event or medical intervention was reported. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation, however, four pictures were received. The visual inspection of the provided photos observed a water drop on the header cap on one of the pictures. The reported condition was verified. Inspection of the other pictures did not confirm the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.